Event description:
The lay user / pt contacted lifescan (lfs) in may 2006 alleging that she was unable to obtain a reading on her one touch ultra meter. A medical affairs spec. (Mas) mailed a letter to the pt since the user could not be reached for further clinical information. The pt was using the ultra meter that lfs replaced back in december 2005 due to an error 4 message. When the pt contacted lfs in amy 2006 she mentioned that the meter was no working and would not specify what exacly was wrong with the device. On an unspecified date and time, she took insulin after attemtping to use the meter and went to the emergency room where she fell unconscious and regained consciousness 12 days later. Customer care advocate (cca) sent the pt a replacement meter. No further clinical information was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, what was exactly wrong with the meter, when the incident occure, reading in the hosp. And diagnosis. The complaint is being reported since the pt was unable to test and fell unconscious after taking insulin, it is unk wht the pt became unconscious.